Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-04. H6: investigation summary: customer returned (3) loose 3/10cc, 12.7mm syringes. Customer states that there was needle/shield separation from the barrel when removing the shield. All returned syringes were tested and no hub assembly separated from the barrel when the shield was removed. Unable to perform DHR check for needle hub separates due to unknown lot number.

Event description:
It was reported when using the bd ultra-fine¿ insulin syringes the hub/needles separate from the devices. This event occurred 3 times. The following information was provided by the initial reporter. The customer (animal clinic) reported about "needle/shield separation from the barrel when removing the shield."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd ultra-fine¿ insulin syringes the hub/needles separate from the devices. This event occurred 3 times. The following information was provided by the initial reporter. The customer (animal clinic) reported about "needle/shield separation from the barrel when removing the shield."